Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the surgeon fractured the device while trial. Another device was used to complete the surgery.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: reported event was confirmed by review of device returned. Visual examination of the returned part shows signs of repeated use (nicked or gouged) the dovetail feature is flared & compressed & is fractured on the medial side of post, not all pieces returned. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to a design deficiency. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the surgeon fractured the device while trial. Another device was used to complete the surgery.